Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified backup audible alarm post. During the functional testing the reported issue was able to be duplicated. The main board did not operate as intended. Blue high profile supercap was present. The root cause of the issue was unable to be determined. Replaced main board. Performed power up process, preventative maintenance, all functional tests which passed. Updated h6: patient code.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.